Event description:
It was reported that when using the bd pyxis¿ anesthesia station es m16 keyboard froze for the second time in two consecutive days. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no keyboard issue was noted. A field service engineer found no issues with the keyboard, reseated the universal serial bus cables on both the keyboard and biometric identifier device, rebooted the station, and confirmed proper functionality through successful hardware test application testing. The system functioned as intended when the field service engineer investigated the device.